Event description:
It was reported that the device was explanted after an implant duration of approximately 74 months. The operative report indicates that the device explanted due to stenosis. "The prosthetic valve had three leaflets which were moderately calcified and quite stiff. There was also some pannus that had grown from the undersurface of the valve up over the portion of the leaflets as well."

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through our sales representative, through follow up with the surgeon's office (via fax), a copy of the operative report was received. A device history record review is currently in process.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "[Name removed] called and said that he's having problems with filtered circuits. He said that he has 2 circuit that have the lot # 121406, pn-16390-101. He said it's the same problem as before, the elbow between the dump and control cap comes loose. I explained to him that is an older lot #, he rechecked it and that's what it says. He said that they are from the replacement box we sent them. He said that he will send one back, one that was never used on a pt. He said that the other one was on a pt, he said that they ended up swapping the entire unit out. He said there was "no pt compromise." The following description of the event was copied from the user facility medwatch report received by carefusion on 10/22/2009: "title: xxxxx. Event desc: patient on 3100b high frequency oscillator with a filtered circuit. Per rt, the circuit was found broken at the tee between the dump and control valve assemblies. This has been a frequent problem with the filtered circuit on the 3100b. Sensormedics is aware of the problem." "Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working)".

Manufacturer narrative:
Evaluation summary: calcification is moderate at the free margins of all three leaflets. Minimal to moderate calcification is detected in the cusp area of all three leaflets. Calcification restricted mobility in the leaflets and led to stenosis. Cuts are evident in a dense layer of host tissue overgrowth at the outflow aspect. However, moderate to heavy host tissue overgrowth still remains at the tissue outflow; it encroached onto the tissue and into the orifice at the greatest point by approximately 6mm. Host tissue fused the free margins of leaflets 2 and 3 at commissure 3 by 4mm at the outflow aspect. Minimal host tissue overgrowth encroached onto the tissue inflow and into the orifice by 2mm. Host tissue is moderate at the stent inflow and the stent outflow. Host tissue overgrowth most likely contributed to stenosis as well. The x-ray demonstrates calcification. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.